Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Upon visual inspection a broken roll bearing was found and as a result, the instrument would not articulate. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted colon resection surgical procedure, the distal end of the endowrist stapler 45 instrument would not articulate properly. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.